Event description:
----

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
To date, the explanted device has not been returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up visit in (B)(6) 2012 this device declared end of life (eol) with less than a half of year remaining in longevity. At the previous follow up in november of 2011 the battery status was "good" with a longevity remaining of 1.5 years. The physician suspected premature battery depletion (pbd) due to the battery discrepancy. The patient was hospitalized and the device was removed and replaced due to suspected premature battery depletion (pbd). The device was returned for analysis. No additional adverse patient effects were reported.